Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when latched and locked on screen.

Event description:
Additional information was received by the manufacturer on 7-oct-2022 via email and attached to the complaint object: time of the event was 15:00. It was noticed by a nurse trying to hook up the patient. The product issue did not cause or contribute to patient or clinical injury. Nurse called them and they replaced the pump.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with scratched screen, worn upstream sensor seal and bubbled downstream sensor seal; the tamper seal was all intact, but it was peeling. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. No fault was found. No corrective action was needed. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).